Event description:
Sling bar with quick release hook detached from the lift. Patient fell and hit his/her head on the toilet bowl rim, resulting in a bleeding wound.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.